Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer rail needs to be replaced. A field service engineer (fse) noted that the drawer sticks. Further the fse replaced the rails on enhanced full-height drawer 6, and the pharmacist technician tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device required a rail replacement. The bottom drawer rails needed replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.